Event description:
Pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected in two sites with 1.0 ml coaptite, lot 1020125. On (B)(6) 2011, the pt was injected with 2.0 ml coaptite, lot 1020125. On (B)(6) 2012, the pt developed vaginal pain. The pt was treated with transvaginal steroid injection to the left lateral wall on (B)(6) 2012. The adverse event resolved on (B)(6) 2012. Per physician the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Implanted date - (B)(6) 2011. The device history records for lot 1020125 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.